Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this programmer was burned. No adverse patient effects reported. This programmer was being returned.